Manufacturer narrative:
Continued: e1- phone number: (B)(6). Continued: e1- fax number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "intracapsular rupture", "capsular contracture baker grade ii". This record is for the left side. Device was explanted.

Event description:
Healthcare professional reported "intracapsular rupture", "capsular contracture baker grade ii". This record is for the left side. Device was explanted.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: - capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. - rupture: not observed through visual inspection. None of the other observations performed during the device analysis (deformation, voids) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, changed, and/or corrected data: d9, e1, h3, h6.